Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient had been hospitalized with hyperglycemia on (B)(6), 2026, initially at red cross clinic and subsequently transferred to schwabinger kinderklinik. The patient¿s blood glucose levels reached 500 mg/dl while wearing the pod. The patient's mother indicated that attempts to reduce blood glucose levels using insulin pens and increased insulin delivery via the pdm were unsuccessful, prompting transportation to the hospital. Symptoms reported include headache, sweating, confusion, and nausea. The pod was removed at the first hospital and insulin injections was administered without improvement, leading to transfer to a facility experienced in pump therapy (schwabinger kinderklinik) where the pod therapy was resumed. However, persistent hyperglycemia continued despite repeated pod changes, and treatment was escalated to intravenous insulin infusion. The patient's mother stated that the treating physician indicated that the cause of the hyperglycemia was unknown and could potentially be related to stress or a reduced/absent endogenous insulin production. The patient was discharged on (B)(6) 2026.